Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during ankle syndemosis fixation surgery fiberwire broke at the button immediately after surgeon started to pull on sutures. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-8926t knotless tightrope® syndesmosis repair implant was received for evaluation. Only the suture system was returned for evaluation. Visual evaluation noted that the white loop suture was damaged, it appeared to have been cut. Further inspection noted that the rest of the white loop suture and the round button were missing from the suture system. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.